Event description:
During our investigation of the event, we became aware that a medtronic pulmonary wedge balloon catheter was involved. We notified medtronic, in writing, of the event details, the suspected device involved and the name of the implanting physician. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).